Event description:
It was reported that the pacemaker marked a right ventricular (rv) pace as loss of capture (loc) and another signal as a fusion beat on the rv channel in a non-sustained ventricular tachycardia (nsvt) episode. The health care professional (hcp) questioned if the loc and fusion beat were true. Technical services (ts) reviewed the reports and noted that it is unknown as there is no surface or shock electrogram (egm). Ts advised they would trust the device's algorithm. The device remains in use. No adverse patient effects were reported.